Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported the left side implant definitely ruptured. Patient noted sometimes has pain and noticed "a large bulge" surrounding the ruptured implant. Patient also reported "breast enlargement and hardening." Device remains implanted.